Event description:
A pulsar-18 peripheral stent system was selected for treatment. After unpacking the product, it was detected that the sterilized package was damaged. Another product was used to finish the procedure.

Manufacturer narrative:
Only the complaint instrument was returned for analysis and shows no signs of use and no damage or irregularity. The inner packaging was not returned but an image of the damage was provided. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the provided image revealed that the sterile pouch is perforated in a shape of a cut or a tear. The tear is in a severely crumpled zone of the damaged tyvek. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During the inner and the outer packaging process, every sterile pouch undergoes visual inspection for holes and tears to ensure sterility of the product. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.